Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-mar-2025, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 15-jan-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a loss of pain relief. The patient was seen on (B)(6) 2021 and a fluoro of the leads revealed lead migration. Impedances were all good.  No other troubleshooting was performed.  The patient was reprogrammed and the issue is resolved at this time.